Event description:
As reported: the stimulation parameters significantly deteriorated in 10 days leading us to discuss a new operation. We noticed elevation of pacing thresholds, decrease in ventricular sensing and pacing impedance drop (<1 month post implantation) exposing the patient to a risk of failure of cardiac pacing (loss of ventricular capture, pause cardiac arrest, syncope and cardiac arrest) and premature wear of the pacemaker (decreased expected longevity early re-intervention).